Event description:
It was reported that during an afl ablation procedure, a perforation occurred. A pericardiocentesis was performed. The patient was in stable condition.

Manufacturer narrative:
The concomitant products: stockert model # m-5463-01 serial # (B)(4); coolflow pump model # m-5491-02 serial# (B)(4).